Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the ventricular assist device (vad) coordinator requested a warranty replacement for the mobile power unit (mpu), due to a tear in the patient cable. The patient said the tear was from normal use, and clarified that the damage/tear was to the patient cable attached to the mpu, not the ac power cord. There was no harm to the patient.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of damage in the form of a tear to the mobile power unit (mpu) patient cable was confirmed. During the evaluation of the returned mpu, serial number (B)(6) it was noted that the unit had a cut ~ 1 inch in length near the center of the patient cable. The returned unit was plugged into an alternating current (ac) power source and the mpu powered on as intended. The returned unit with the damaged patient cable was connected to a system controller and was able to charge the system controller/s backup battery. The system controller was connected to a mock loop, and no alarms were produced when the cable was manipulated; the cable functioned as intended despite the observed damage. The jacket was stripped where the damage was noted, and no damage to the underlying wires was observed. Additional information indicates there was no patient consequences due to the reported damage. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook (rev. A) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. D) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. B) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. D) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. Heartmate 3 patient handbook (rev. A) and heartmate 3 instructions for use (IFU) (rev. D) section 3 ¿powering the system¿ explain all the mpu alarms. This section informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.